Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Star ankle being revised for pain. No evidence of inflammation/infection/tissue damage.

Manufacturer narrative:
Evaluation revealed the tibial component, the talar component and the sliding core to be the subject products. No further associated products were reported. In the case presented a male patient had been treated with star in 2013. On (B)(6) 2017 the patient had to be revised as he was having pain in the ankle. The total ankle replacement was removed and replaced by plates and screws from a competitor for fusing the ankle joint. The damage modes of pitting and scratching were observed on the superior and inferior surface of the received sliding core. The inferior surface furthermore exhibited abrasion and deformation marks adjacent to the through, which was likely produced by the contact with the talar component articulating with the bearing surface as opposed to the trough. The tibial- as well as the talar components showed signs of use in the form of scratches, but no significant damage. A region of adhesive transfer with abrasive wear was identified on the tibial- as well as on the talar component. Overall the results of the stage 1 analysis are consistent with well-positioned and well-functioning devices implanted for approximately 3.5 years. Pain is a known complication, is listed in the IFU as a known adverse effect and had been clinically assessed by a consultant hcp: ¿in most cases ankle arthroplasty comes with significant pain relief. Approx. 60 % ¿ 80 % of the patients are pain free or nearly pain free in the follow up, approx. 20 % ¿ 30 % have moderate pain (e.g. Starting pain), but less than 10 % of the patients have remaining pain or symptomatic pain due to a malpositioning or a malfunction of the endoprosthesis or due to additional arthrosis of the adjacent joints (mostly in rheumatoid arthritis) or soft tissue affections. Treatment is depending on the particular reason for pain.¿ as no x-rays, medical records and operation reports were available, a medical review was not possible. It could not be determined whether the implants had been placed according to the anatomical requirements. It could furthermore not be determined if the components had been implanted in the correct positions. Regarding the outstanding patient data (e.g weight, height, pre-existing illnesses, unreasonable stresses) it could not be determined if the patient conditions were adequate for the used implant respectively if potential adverse effects may have contributed to the pain experienced. Based on the available information a deficiency of the devices in question could not be verified. The exact root cause of the pain could not be determined. In case any relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Star ankle being revised for pain. Bone quality: good. No evidence of inflammation/infection/tissue damage. Update: it was a basic removal of components and wright medical was used to fuse ankle with plates and screws.